Event description:
An article published titled, "delayed endophthalmitis caused by gordonia bronchialis after intraocular collamer lens implantation" reported a case of bacterial endophthalmitis following implantation of a staar intraocular collamer lens (icl) caused by gordonia bronchialis. The lens was explanted. Medication was administered. This resolved the problem. Cause of the event was reported as gordonia bronchialis. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
B5 - an article published titled, "delayed endophthalmitis caused by gordonia bronchialis after intraocular collamer lens implantation" reported a case of bacterial endophthalmitis following implantation of a staar intraocular collamer lens (icl) caused by gordonia bronchialis. This was a single case report of a "35-year-old man complained of redness, pain, and blurred vision in the left eye for 5d after drinking and was diagnosed with "acute anterior uveitis". Medication was administered. The lens was explanted. This resolved the problem. Future implantaion of an icl has been planned. Cause of the event was reported as gordonia bronchialis. Claim #(B)(4).